Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports receiving two potential false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the first false positive result. See (B)(4) for alternate false positive result. Customer reports receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 22990l, reader sn: (B)(4). Repeat cue tests provided negative results (frequency not provided). On (B)(6) 2022, customer tested negative with a nasal swab pcr at kaiser medical center. On (B)(4) 2022, customer tested negative with a second pcr performed at one medical. Customer has no symptoms or known exposure. Cartridges are stored within the validated temperature range.

Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use. Customer did not provide cartridge or reader information, but runtime data shows they received one negative result on that date with cartridge sn (B)(6), lot number 27094b, reader sn (B)(6). Customer stated they are testing positive on every other test type, but would not provide more details. Customer noted they are currently bed-ridden and experiencing covid-19 symptoms. Customer became uncooperative and did not provide further details.